Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple alarms while sleeping that suspended insulin delivery. Customer¿s blood glucose (bg) ranged from 200s-300s mg/dl. Customer addressed elevated bg by delivering boluses via the pump. Tandem technical support reviewed pump data and found multiple auto-off alarms. Technical support verified with customer that the auto-off alarm safety feature was set to 12 hours. Customer acknowledged and was satisfied.